Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, medium, uterine manipulator was being used during a hysterectomy on (B)(6) 2025 and the ¿vcare completely snapped in half at the shaft 10 min into the procedure.¿ per further assessment it was reported that the device fragments were retrieved from the patient. There was no impact or injury to the patient or user. The procedure was completed with an alternate unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 56 reports, regarding 73 devices, for this device family and failure mode. During this same time frame 685,181 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, medium, uterine manipulator was being used during a hysterectomy on 12dec25 and the ¿vcare completely snapped in half at the shaft 10 min into the procedure.¿ per further assessment it was reported that the device fragments were retrieved from the patient. There was no impact or injury to the patient or user. The procedure was completed with an alternate unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.